Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using the appropriate charging accessories but was unable to get the pump to charge even after following all necessary steps. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. If the pump battery depleted before receiving the replacement supplies, the customer was advised to rely on multiple daily injections. Upon follow-up caller reported using tandem wall adapter and tandem charging cable received resolved the issue.